Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of backup battery faults and the system controller being warm were confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(6)) was returned for analysis in unremarkable condition and a log file was downloaded for review spanning approximately 5 days (09mar2021, 01jan2000, 02jul2021 ¿ 03jul2021, 13jul2021 per timestamp). Events occurring on 09mar2021 are from manufacturing testing, events occurring on 01jan2000 are from when the system clock was not set, and events occurring on 13jul2021 are from product testing at abbott. Beginning on 02jul2021 at 18:59:50 until the driveline was disconnected at 03jul2021 at 07:41:49 there were multiple backup battery fault alarms due to circuit faults and charge fail faults. These alarms would occur. During this period the backup battery was replaced on 02jul2021 at 19:28:04; however, the alarms continued. The system controller temperature was also observed to have a high operating maximum of 60 degrees celsius. This measurement is higher than the expected operating temperature; however, the internal temperature of the system controller may not be indicative of the exterior system controller housing temperature. There were no other notable alarms in the log file. Pump operation was not affected. The system controller was functionally tested and passed all stages of testing. No alarms were produced during testing of the device. The controller was able to operate on a mock loop without issue. The heartmate 11v backup battery in the system controller (serial #: (B)(6)) was able to operate with a mock loop, able to pass a load test, and was able to charge as expected. The system controller ran for an extended period with two temperature sensors attached. The controller temperature remained steady and did not increase beyond 38 degrees celsius; this is within specification. The reported events were not reproduced during this investigation. The root cause of the reported backup battery faults and the reported event of the controller being warm were not able to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii patient handbook section 2 entitled "how your heart pump works", recommends that you do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that once the patient was transferred to the intensive care unit (ICU) after implant and a backup battery alarm displayed on the controller and system monitor. The ventricular assist device (vad) coordinator checked the battery status and reseated the battery and noticed that the backup battery and controller were extremely warm. The alarm persisted so the vad coordinator changed to a new backup battery. After several hours, the alarm returned so the vad coordinator changed out the controller.